Manufacturer narrative:
(B)(4). Device evaluation: the device was received by baxter for evaluation. A visual evaluation was performed and confirmed the reported condition of a reservoir rupture. This device is a single use device and will be discarded. The root cause investigation is in progress through (B)(4). Batch review determined that no nonconformance reports were documented for this lot during manufacturing. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. A follow-up report will be submitted should the device be received and evaluated or if additional information becomes available.

Event description:
It was reported to baxter (B)(4) that the reservoir of a basal bolus infusor device ruptured during filling. The device was being filled with 50 milliliters saline when the reservoir ruptured. There was no report of patient injury or medical intervention. No additional information is available at this time.